Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during interrogation of the device it was revealed that the lead integrity alert had been triggered. There were two episodes with a cycle length of greater than 200 milliseconds found in the episodes less than 60 days prior to the last interrogation. It was also reported that the sensing integrity count value was elevated. The right ventricular lead was capped and replaced. No patient complications were reported as a result of this event.